Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and pain.

Event description:
Healthcare professional reported left side deflation and pain. Device has been explanted.

Event description:
Healthcare professional reported left side deflation and pain. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; creases fold, wear abrasion and yellow particles in the shell and curved opening on anterior and posterior side. A leak test and microscopic analysis were performed which identified; a curved striated opening on the anterior, smooth crease opening on the posterior side, non-penetrating nicks and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated openings assessed as surgical damage consistent in the use of some surgical tool and a smooth crease opening on posterior side, assessed as fold flaw opening and a striated nick, assessed as surgical tool like scratch. Additional, changed, and/or corrected data: d.10, h.3, h.6.